Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing. Analysis of the device memory indicated right ventricular undersensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately two months after implant the extravascular (ev) lead exhibited intermittent t-wave oversensing (twos) and ventricular undersensing due to a bigeminal rhythm. Reprogramming had previously been completed, however the sensing issues persisted. It was noted that the lead had been placed high at implant due to p-wave oversensing (pwos) and low r-waves. It was further reported that the shocking vector was suboptimal as confirmed by xray. The patient was hospitalized and fitted with a life vest. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported the patient experienced unstable ventricular tachycardia (vt) as a result of the positioning of the extravascular (ev) lead. Additionally, it was noted thesetscrew of extravascular implantable cardioverter defibrillator (ev-ICD) could be engaged or turned. A setscrew/wrench interface problem was also observed. Both the lead and device were explanted and replaced.